Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post-market quality assurance laboratory. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual elevation of threshold post implant. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported. This rv lead was returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual elevation of threshold post implant. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.